Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon started firing to resect intestinal canal during a cystectomy, the firing stopped halfway and could no longer squeeze the handle. They checked the stapler and noted the firing was incomplete at the distal end. The procedure was completed with another device. There was no patient injury.